Event description:
It was reported that the head end of the unit dropped with a pt on the stretcher. However, the head piece was stopped before lowering completely and the pt did not require medical intervention due to the reported event.

Manufacturer narrative:
MFR's investigation is ongoing. If add'l info is received, a f/u report may be submitted.